Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient thought he heard the pump beeping, but there was no report of an alarm upon the rep's interrogation of the pump. On (B)(6) 2025, the patient returned to the original implanter for a pump replacement and to check the integrity of the catheter. According to the rep that supported the revision, the catheter was not occluded. They were able to aspirate the catheter at the beginning of the case. A new pump was placed, and the drug in the old pump was transferred to the new pump at the doctor¿s discretion, set to the infusion rate he came in with. The catheter was successfully aspirated at the end of the case. No notable issues or concerns were seen. The rep spoke to the patient on (B)(6) 2025 for a follow-up. He stated that he was doing great since his last pump replacement on (B)(6) 2025. Therefore, this event has been resolved. The pump was explanted and replaced with a new one. The doctor chose to discard the affected pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative (rep). It was reported that the patient experienced increased pain. The pump was replaced on the medical judgment of the healthcare provider (hcp). The patient claimed to hear the alarm once, but based on the pump logs, they could not verify if it was. One of the patient's hcps did not believe it was the pump. The patient and managing hcp assumed the catheter was not working based on the increased pain, but the implanting physician verified during the replacement that the catheter was working correctly. Based on the information from the healthcare provider and the other rep, there was no device issue.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal clonidine and dilaudid via an implanted pump for spinal pain. It was reported the patient was in the 16mg a day at some point and they turned the patient down. It was noted on the date of this report, the patient went to a different facility for therapy, and they heard the pump alarming once. They interrogated the pump and did not see any message about alarming or anything like that and they never heard it again. Technical services reviewed with rep that there was no active alarm on the home screen, and they could also run the logs. There was no alerts or alarms when the rep looked, ruling out the pump. It was also reported the patient¿s catheter was not working as it should, since last thursday ((B)(6) 2025) and the patient was scheduled for a replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.